Manufacturer narrative:
(B)(4). Medwatch report# (B)(4). A device history record review was performed and no relevant findings were identified. The physical sample for this complaint was received; however, the device was misplaced during the decontamination process. An investigation of the sample could not be performed at this time; however, when/if the device is located, a follow-up report will be summited with investigation results.

Event description:
Medwatch report received and the following was reported: the patient was easily intubated with 7.0 nasal rae ett with the help of magill forceps. The bed was then turned and flows were turned down, the team had trouble maintaining positive pressure ventilation. They realized that there was no longer air in the cuff of the tube. The cuff was re-inflated with air and it immediately fell flat again. The nasal rae was removed and the patient was re-intubated with a regular oral ett with no issue. The user reported a pinhead sized hole was discovered in the cuff after removal. The patient was reported to be in stable condition and discharged from the hospital at the time of this report.

Manufacturer narrative:
(B)(4). Medwatch report# (B)(4).

Event description:
Medwatch report received and the following was reported: the patient was easily intubated with 7.0 nasal rae ett with the help of magill forceps. The bed was then turned and flows were turned down, the team had trouble maintaining positive pressure ventilation. They realized that there was no longer air in the cuff of the tube. The cuff was re-inflated with air and it immediately fell flat again. The nasal rae was removed and the patient was re-intubated with a regular oral ett with no issue. The user reported a pinhead sized hole was discovered in the cuff after removal. The patient was reported to be in stable condition and discharged from the hospital at the time of this report.